Manufacturer narrative:
Device evaluated by MFR: a mustang 6.0 x 100, 75 cm device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon. A microscopic examination identified a balloon longitudinal tear starting approximately at the distal end of the proximal markerband extending for a length of 38 mm distally. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. There were no issues with the shaft of the device which could potentially have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A popliteal angioplasty was performed in the popliteal artery. A 6.0 x 100, 75cm mustang balloon was advanced to dilate the target lesion and on inflation, the balloon burst. The procedure was completed. No patient complications resulted in relation to this event and the patient was reported to be stable.

Event description:
It was reported that a balloon rupture occurred. A popliteal angioplasty was performed in the popliteal artery. A 6.0 x 100, 75cm mustang balloon was advanced to dilate the target lesion and on inflation, the balloon burst. The procedure was completed. No patient complications resulted in relation to this event and the patient was reported to be stable.